Manufacturer narrative:
Corrected information - continuation of d10 should also have included the following product for seroma/csf leak after the initial spinal segment catheter revision - product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2021 product type catheter . Other relevant device(s) are: product ID: 8598a serial/lot# (B)(6), ubd 2022-03-20, UDI# (B)(4) h3 ¿ analysis of the returned portion of catheter model 8731sc found ¿catheter body ¿ dark residue occlusion in dispensing holes ¿ event related¿ and ¿catheter body ¿ hole or tear caused by catheter connector pin¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the personal therapy manager (ptm) bolus was working as programmed. It was reported that the pump was placed to minimum rate and the patient remained on oral medication. The patient was also ruled out for appendicitis and was in the hospital fri-sat for complaints of abdominal and chest burning that gets worse when laying down that got worse when he used his bolus. The patient was brought to the operating room and no flow was present on the spinal segment so it was replaced.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6) implanted: (B)(6) 2008 product type catheter product ID neu_ptm_prog lot# serial# unknown product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the seroma was actually in the pocket as there was fluid collection at the pocket site which was noted to be coming from the spinal segment revision area. The hcp investigated the seroma at the surgery and to resolve it they did a lumbar laminectomy, placed a drain to the pump pocket area, and closed the csf leak from the catheter area.

Manufacturer narrative:
Continuation of d10: product ID: 8731sc; lot#serial#: (B)(6); implanted: on (B)(6) 2008; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot# serial# (B)(4). Implanted: (B)(6) 2008. Product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 01-nov-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 60mg/ml at 5 .998mg/day and bupivacaine 10mg/ml at 0.996 mg/day via an implantable pump. It was reported that the patient had recent pump replacement and the catheter was not aspirated and back table prime done. The physician wanted to check the catheter and make sure connected properly as the patient experienced possible withdrawal and was taking oral medication. The patient was worked up for complaints of ¿chest burning¿ and ¿arm numbness and pain¿, full cardiac work up done per the patient and wife. No explanation of chest burning was found. They have concerns bolus devices wasn¿t working and was explained bolus device and pump.the physician planned to check the catheter and do a dye study and adjust medication, however, he was unable to aspirate the catheter in the procedure room completely 0.1 ml approx., only after a long attempt. The medication was increased and per the healthcare provider the catheter looked to be attached to the pump, but again no dye was able to be injected. It was noted the catheter was from 2008. The patient was to follow up on monday 15-mar for a dose adjustment. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was attempted to do a dye study and unable to do so, medication refilled, dose adjusted per the physician. The issue was not resolved at the time of the report and it was noted the healthcare provider would not have any further information regarding the event.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient was scheduled for surgery on monday due to a seroma.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.